Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (flashing display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: the investigation was completed using the returned battery cap. The reported flashing display screen was duplicated during investigation. The down button contact was found to be inverted which caused the screen to flash. The keypad was found to be cut/punctured at the down button symbol. There was no evidence of contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.